Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited significant non-physiologic oversensing and noise. The lead remains in use. It was also reported that the implantable cardioverter defibrillator (ICD) device experienced an electrical reset. The reset was cleared. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device was unable to confirm an issue. Analysis found that the device had a severely depleted battery. Visual and x-ray inspections revealed no anomalies. No high current drain condition was present that would account for the depleted battery. No hybrid anomalies were observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.